Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
The user was hit by a car. No malfunction of the joint! Patient had an accident (bicycle) and notes that the step counter may be defective.

Manufacturer narrative:
Evaluation and investigation of the knee joint showed no relevant error which may have caused or contributed to the occurred event.